Manufacturer narrative:
E1: facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had no image when adjusting the up angulation to the largest extend. The issue occurred during service/maintenance of the device. There were no reports of patient harm/involvement.

Event description:
No new information has been provided from the customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection. Additional reportable malfunctions were found during the investigation which noted: the charge coupled device is deteriorated, causing temporary blackouts or flashes during angle adjustment. Based on historical data, the reportable malfunction probable causes are likely to be due to damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.